Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-49813. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported of the left side device: "little heavier" and "lost nipple sensitivity" , and "rupture". Later patient reported "peri-implant fluid". Later healthcare professional reported "textured implant" and "swelling". The device remains implanted.